Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3006697299-2018-00029.

Event description:
This is 1 of 2 reports. A distributor reported that during their inspection of incoming goods on (B)(6) 2018, a c6636 cusa excel 36khz cem nosecone was rejected because a foreign material was noted. There was no patient involvement.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The returned unit was received in the original packaging tray and was found completely sealed. The seal area of the tray was visually evaluated, but no anomaly (channels, voids, gaps, etc.) Was observed. The foreign material was on the nosecone¿s cable adhered to the white paper band. The tray was opened and was confirmed that the particle was loose; not embedded. The foreign material had a light brown color. According to the DHR reviews, no anomalies were reported during the packaging process of this lot that could be related to the reported condition. Also, no quality events were issued for the reported lot; therefore, the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The condition described as ¿foreign material¿ was confirmed with the visual evaluation of the returned unit. The root cause of the ¿foreign material¿ is undetermined, but it cannot rule out the relationship with packaging process of the product. The packaging procedure establishes instructions to clean the nosecone with alcohol using a lint free wipe. Also, it establishes the following inspection criterion for foreign material: ¿sources of contamination may not exceed 0.10 mm2 on the tappi dirt estimation chart, visible 18 inches without magnification. The size of the foreign material exceeded this specification. Awareness training was provided to the packaging operators emphasizing in the importance of following the general clean room practices, manufacturing and inspection procedures to prevent this kind of incident.